Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: while using with a conmed machine the inst shocked the surgeon twice the failure identified in the investigation is consistent with the complaint record. The probable root cause could be the insulation cap that covers the insert push button screw fell of during cleaning or sterilization. Manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation was compromised.